Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03u6x, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a power on reset (por) error code. There was no trauma or falls, or recent medical test or emi exposure. No symptoms reported. The issue occurred in (B)(6) 2015. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient later reported that a manufacturing representative (rep) had told the patient to get a new patient programmer (pp), but the patient was advised that a replacement pp would not resolve the por message and the por would need to be reset with a clinician device. The rep later reported that they had plans in meeting with the patient next week. No intervention was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that this situation has been resolved. The representative met with patient yesterday at her providers office and issue was internal battery turned off. They reprogrammed using clinician programmer. Patient was happy and content now.